Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her pump is screaming and she isn¿t sure why. The customer¿s blood glucose is unknown. She said that she cleared the alarm. She was assisted with checking her alarm history and she stated that there was a failed battery alarm, low battery alert and a no delivery alarm. The customer stated that she was eating dinner and trying to deliver a bolus when she received the no delivery alarm. She was advised to monitor and to call back if issue recurs. The insulin pump and infusion set will not be returned for analysis.